Event description:
The pharmacy director reported that the unit delivered inaccurately during compounding of tpn. The tpn was dispensed to a patient for 24 hour infusion. The bag emptied too soon. The pharmacy then verified that the bag weight did not match what was programmed to be compounded. The pharmacy reported the final bag was approximately 300ml less than expected. No further information was received from the facility regarding the type of infusion pump used to infuse the tpn solution. No additional information was available related to rate of infusion or the expected time the infusion should have ended. No adverse events were reported related to the event.